Event description:
It was reported that the atrial lead had high unstable thresholds. It was also noted that there was oversensing as there was a high number of vse (ventricular sensed events). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed, and no anomalies found. It was noted that outer insulation had a breach cut; blood was present on the proximal lead conductor and distal end of lead electrodes. Visual analysis indicated explant damage.

Event description:
It was reported that the atrial lead had high unstable thresholds. It was also noted that there was oversensing as there was a high number of vse (ventricular sensed events). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.